Event description:
It was reported that the customer's insulin pump makes a small set of beeps every 30 minutes. Customer's blood glucose level at the time 455mg/dl. Troubleshooting occured. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.